Manufacturer narrative:
Concomitant medical products: devices used in the procedure included: a helipaq coil (B)(4) , two deltamaxx coils (B)(4) one control box (B)(4), two cables (B)(4). (B)(6). It is anticipated that the devices will be returned for analysis; however, the devices have not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50027, 2954740-2014-50028, and 2954740-2014-50029.

Event description:
A helipaq coil (B)(4) would not detach, even though all lights on the box showed it to be working properly. The pre-deployment electrical check had passed the pre-deployment electrical check. Three other coils had been detached prior to the coil. Two other deltamaxx coils (B)(4) and one additional cable were then tested outside the patient, and detachment was still not possible. The control box (B)(4) , the cables (B)(4) and the coils will be returned for analysis. There was no clinically significant delay in the procedure or injury to the patient due to the event.

Manufacturer narrative:
Complaint conclusion: a helipaq coil (che180410-30/c14870) would not detach, even though all lights on the box appeared it to be working properly. The pre-deployment electrical check had passed the pre-deployment electrical check. Three other coils had been detached prior to the coil. Two other deltamaxx coils (dmx18031220/lots c21215 and c18564) and one additional cable were then tested outside the patient, and detachment was still not possible. The control box (dcb00000500/f51078), the cables (ccb00015700/c21619 and ecb00018200/c25929) and the coils will be returned for analysis. There was no clinically significant delay in the procedure or injury to the patient due to the event. The two deltamaxx coils (c18564/c21215) were returned in the same bag unidentified as to which lot number the microcoil systems belonged to; therefore this system will be identified as coil ¿b¿. Coil ¿b¿ as viewed through the returned packaging, was unsheathed, entangled, and damaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 51.7 ohms, and the enpower systems go light illuminated. The coil was detached on the first detachment cycle. Post-detachment resistance passed at 51.7 ohms. The detachment fiber received heat and melted. Laboratory testing could not duplicate the field complaint, therefore the root cause of the coils non-detachment during testing outside the patient cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil could not be confirmed, since the devices passed functional testing during analysis. The root cause of the event could not be determined; however, handling factors may have contributed to the failure to detach. The damage present on the coils was most likely related to the condition in which the coils were received for analysis. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time. This is 1 of 3 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50027, 2954740-2014-50028, and 2954740-2014-50029.